Event description:
It was reported that the left ventricular (lv) lead had moved after initial implant was no longer pacing the lv. During an attempt to reposition lead, the doctor pulled it out was not comfortable using that lead again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013. A 694765 implantable tachy lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.